Event description:
Screwdriver head came off during the cleaning and sterilzation process. This event did not occur during a surgical procedure.

Manufacturer narrative:
Summary of evaluation: evaluation results received from howmedica kiel indicate that this event is user related.